Event description:
A valiant captivia stent graft system was implanted for treatment of an 8.5 cm thoracic aortic aneurysm in zone 3. The proximal aorta was 37 mm in diameter and 30 mm in length. The distal aorta was 41 mm in diameter. It was reported that the patient experienced respiratory insufficiency. The patient was intubated, and was extubated without further complications. The investigator assessed that the event was unrelated to the study device, but related to the study procedure. It was reported that, the patient was diagnosed with hypertension. An apc was performed to remove a pulmonary embolism before hypoxia. Medication was prescribed, which resolved the hypertension. The investigator assessed that the event was unrelated to the study device, but related to the study procedure. It was reported that, the patient experienced new cardiac arrythmia. The patient was treated and the issue resolved. The investigator assessed that the event was unrelated to the study device, but related to the study procedure. It was reported that the patient experienced sepsis due to a staph infection. All catheters were changed, and the patient received medication. The issue was resolved. The investigator assessed that the event was unrelated to the study device, but related to the study procedure. It was reported that the patient suffered a change in mental status. The patient experienced significant delirium tremens, and was treated with medication, which resolved the issue. The investigator assessed that the event was unrelated to the study device, but related to the study procedure.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. It was reported that both the sepsis and arrhythmia resolved.

Event description:
It was reported that the patient had renal function complications (renal failure. The investigator assessed the event was unrelated to the study device, but related to the study procedure. The patient is on medication and transfusion. The event is continuing.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received for this case. The investigator assessed that iodine injection during the procedure was a cause of the patient's renal failure.